Event description:
It was reported that the wand did not function upon being plugged into the controller. The procedure was completed using revert to the traditional cautery methods. No pt complications were reported as a result of this event.